Manufacturer narrative:
Device history lot part: 310.509, lot: l867545, manufacturing site: (B)(4), release to warehouse date: 02.may.2018. The device history record shows this lot of was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Only top level of the device history record reviewed as sub-components are not lot tracked. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation site: (B)(4). Visual inspection: the visual inspection has shown that approximately 5 mm from the fluted tip section is broken off as complained. The broken tip was not returned for evaluation. The shape of the existing flutes clearly indicates over-torquing prior to the breakage. Dimensional inspection: measurement outer diameter ø1.8: gage: 3-03-19309, tolerance ø1.8 0/-0.03, result: ø1.78 "pass". Drawing/specification review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no drawing/specification review is needed. Material review: the material was reviewed and the hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. The measurements of the hardness after the hardening procedure were between 52.3 -54.6 hrc also within the specification of 52 +3/0 hrc. The broken surface is homogeneous what indicates material conformity as well. Summary: the received condition of the drill bit is concordant with the complaint description and the complaint condition is confirmed. This lot was manufactured in may 2018 according to the specification. We are not aware of any other complaint for this article- and lot combination. Based on that and the condition of the item a product related issue can be excluded. Due to the fact that the drill bit was over-torqued prior to breakage, mechanical overloading during use could be identified as root cause. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, during an unknown surgery for the foot with variable angle locking compression plate (lcp) system, the drill bit broke. Surgical procedure was completed without any problem using another drill bit. There were no pieces left in the body as confirmed on the x-ray. There was no adverse consequence to the patient. Concomitant devices reported: unknown plate ( part # unknown, lot # unknown, quantity 1), unknown screws ( part # unknown, lot # unknown, quantity unknown), this report is for one (1) 1.8mm drill bit with depth mark/qc/110mm. This is report 1 of 1 for (B)(4).